Manufacturer narrative:
Corrected data d1: brand name.

Event description:
On 23-jun-2020: allergan received a report that a 31-year-old female patient was treated on (B)(6) 2020 with coolsculpting to the lower abdomen using a coolcore applicator. The patient reported she had breakfast around 8:00 am on the day of her coolsculpting treatment. Her treatment started at approximately 10:00 am. When the applicator was first placed on the treatment area, the patient felt severe pain, had shortness of breath and began sweating. The treatment was discontinued immediately then resumed after a short break. It is unclear why the second treatment was stopped. After the 3rd time of changing the gelpad and initiating the treatment, during vacuuming the patient again experienced severe pain, but it was tolerable. The patient was given some candies for possible hypoglycemia and the treatment carried on. Ten minutes later, the patient declared the pain had disappeared and she was able to have a conversation. Around 20 minutes into the treatment, the patient had a tremor, began feeling intense pain, started turning pale and sweating heavily. The treatment was discontinued immediately. The applicator was removed, and the treatment area was massaged. The patient was laying down at a 45-degree angle and talking to the nurse. She reached out for a cup, moving only her arm, and her torso remained in position. The patient complained of intense pain, feeling weak, dizziness, an excessive excretion of saliva, and gradually began losing her breath and then fainted. She was immediately provided oxygen therapy, and an intravenous infusion of glucose along with ECG monitoring. The ECG was within normal limits. The patient¿s blood sugar levels and oxygen levels were not measured. However, the patient has a history of hypoglycemia and was assumed to be hypoglycemic at the time of the event. The patient was unconscious for about fifteen minutes and all symptoms had resolved one hour after the treatment had ended.

Manufacturer narrative:
Additional h6 health effect- clinical code: e0119 - loss of consciousness. Initial medwatch 2205834 was previously, successfully submitted on 17-jul-2020. Upon searching maude, an FDA website, (manufacturer and user facility device experience), the submitted initial report could not be found. Hence, a supplemental is being submitted as the initial at this time, in lieu of the missing initial medwatch. Coolsculpting uses vacuum and non-vacuum applicators to complete coolsculpting procedures; and only vacuum applicators draw tissue into the applicator cup during the treatment. In the coolsculpting user manual, listed under rare adverse events, includes vasovagal symptoms: dizziness, lightheadedness, nausea, flushing, sweating, or fainting during or immediately after the treatment. The adverse event reported is not typically associated with a device problem but is expected and inherent to the device itself. Due diligence was performed, and the system logs were reviewed and there were no unusual events during the treatment. The device was functioning as intended.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting treatment on (B)(6) 2020 to "lower abdomen [who] experienced severe pain and dizziness, then fainted." Patient "had breakfast around 8 am in the morning and started coolsculpting treatment around 10 am. When first placed the applicator on the treatment area, patient stated that she felt severe pain, shortness of breath and sweated. Treatment discontinued immediately then resumed after a short break. After the 3rd time of changing gelpad and initiated the treatment, during vacuuming patient felt severe pain again but durable, was given some candies and treatment carried on. 10 minutes later, patient stated the pain disappeared ¿ around 20 minutes during the treatment, patient had a tremor and then stated feeling intense pain, started turning pale and sweating heavily. Treatment discontinued immediately.¿ patient felt ¿weak and gradually losing her breath. Immediately provided oxygen therapy, glucose infusion along with ECG monitoring. Patient recovered after 1 hour and stated that she had a transient loss of consciousness and excessive excretion of saliva, tremors, dizziness, sweating and blackout.¿ healthcare professional reported ¿the colour of the treated area appeared normal after the massage, felt normal when touched, gelpad remained intact.¿